Manufacturer narrative:
It was previously reported that patient recovered with sequela. Review of the source documents found that it was reported that the patient recovered without sequela. Interrogation of the pump determined it was used to infuse baclofen [1,000.0 mcg/ml] at 48.0 mcg/day. Analysis of the pump found no anomalies. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To the main device, other components include: product ID: 8780 serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 1,000 mcg/ml of gablofen at an unknown dose via an implantable pump for intractable spasticity and cerebral palsy. The device was returned to the manufacturer for storage/analysis. It was indicated there had not been a rotor or dye study. The hcp was not aware of any complaints associated with the products. It was indicated the pump, along with the pouch and catheter, were removed due to infection. The device was not replaced. The date of the event was provided as (B)(6) 2017. It was indicated the device was used with/in the patient, for treatment, and there was no patient death. It was also reported by the hcp there was no patient injury, and the patient recovered with sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.